Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked before use during the flush. The following information was provided by the initial reporter: "anesthesia placed peripheral intravenous line (piv) in left hand prior to pediatric outpatient MRI. Rn was flushing line and taping and noticed there was a leak between the hub and the catheter. Piv was removed and another piv was placed in left had. What was the original intende d procedure? MRI with sedation what problem did the user have? Device failed".

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a 22ga adapter with catheter tubing that has a luer lock syringe with a clear fluid drop at the end of the adapter luer. Upon visual observation of the photo, it is observed that there is a droplet of clear fluid at the nose of the adapter. No anomalies or damage is noticed. The reported issue was confirmed. Although the reported issue was confirmed, the photographs provided for this incident did not present sufficient evidence to identify a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified?: the initial reporter also notified the FDA on 2020-07-17 via medwatch # (b))(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked before use during the flush. The following information was provided by the initial reporter: "anesthesia placed peripheral intravenous line (piv) in left hand prior to pediatric outpatient MRI. Rn was flushing line and taping and noticed there was a leak between the hub and the catheter. Piv was removed and another piv was placed in left had. What was the original intended procedure? MRI with sedation. What problem did the user have? Device failed".